Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was noted the right ventricular lead exhibited noise that triggered non-sustained oversensing episodes. The patient presented in clinic on (B)(6) 2019. Further investigation noted non-sustained oversensing episodes and unable to capture at max output. The physician noted concern of lead perforation based on a chest x-ray done on the (B)(6) 2019. The patient presented for procedure on (B)(6) 2019. Pericardiocentesis was performed. The lead was repositioned on (B)(6) 2019. The patient was stable and recovering.